Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
At approximately 3:00 am, the patient's father found him incoherent, with a blood glucose level of 30 mg/dl. The patient was taken to the emergency department, where he presented with twitching, incoherence, and altered responsiveness. He was treated with intravenous drip, and the visit lasted approximately eight hours. This was the third emergency visit for similar events. Upon evaluation, the physician determined that following self-administered boluses, the personal diabetes manager (pdm) continued delivering insulin, which contributed to the patient's recurrent episodes of severe hypoglycemia.